Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. Investigation results: returned proglider file 25mm is actually broken at the tip of the active part (torque). No material defect was found during analysis of the rupture pattern. For information, second file that broke during use was not returned and cannot be analyzed. No unused file is available for evaluation. No link can be established between breakages issues and information found during DHR review (batch #1895792). Root causes are not identified. We will track this kind of event and monitor the trend. Root causes are not identified. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.

Event description:
In this event it is reported that a proglider 3file sterile 25mm broke during use. The broken part could not be retrieved. The patient was referred to an endo specialist. No injury.